Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.3., a.4., a.6., b.3., b.5., b.6., b.7., h.6., h.8.

Event description:
Additionally, it was reported that patient was injected with 1ml of product juvéderm voluma® xc. Symptoms developed two months later. Three months later, symptoms resolved.

Manufacturer narrative:
Suspect product: lot number 963/3. Type of investigation code: b15, b17, b20. Investigation conclusions code: d1101. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that they injected a patient in lips with juvéderm voluma® xc, an off-label use. At an unspecified time later, patient developed nodules, inflammation, and swelling. Approximately two months after the injection, hcp advised that the filler exudated out and patient was not treated.